Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 5176916.

Event description:
It was reported that the patient had an infection which started at the ipg site and then also at the lead site. All device components were explanted and were discarded.